Event description:
It was reported that the patient was admitted to the emergency department on (B)(6) 2022. Upon device interrogation and inspection the white power cord on the patient's primary pocket controller was found to be egregiously damaged making it unsafe to use. The patient reported that she doesn't know how the cord was damaged and that it "wasn't like that when she got here." The patient reported having to correct a staff member in the ed around 18:30 on (B)(6) 2022 when she noticed the person attempting to pull the power cord off of the ed vad tower's power module (ac wall power unit) connection. The patient reported advising the staff member that she needed to twist the power cord off instead of pulling it. Injury to this piece of equipment is consistent with directly pulling the secured cord away from the twisted "nut" connection. The severe damage required significant effort/force and presented an immediate risk for malfunction, power supply interruption, and internal wire damage as the device no longer had a patent bend relief. The patient was switched to her backup pocket controller which she tolerated well with no ill effects. Related manufacturer report number: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: this investigation was opened to address an incidental finding of a total loss of power to the mobile power unit. The reported event of a loss of power to mobile power unit was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was downloaded for review from the returned heartmate 3 system controller (serial number: (B)(4) and showed events spanning approximately 3 days (27mar2022 ¿ 28mar2022, 06may2022 per timestamp). Events occurring on (B)(6) 2022 were recorded during testing at abbott. A loss of power event was active on (B)(6) 2022 from 03:13:18 ¿ 03:13:20 that was coincident with low power hazard and power cable disconnect alarms. This event appears to be due to a loss of ac power while connected to the mobile power unit. The event was not active long enough to trigger a no external power alarm and pump operation was not affected. The driveline was disconnected on (B)(6) 2022 at 17:20:31 for a system controller exchange. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for the serial number of the mobile power unit (mpu), if cause of the loss of power event was known, if the mpu has a v-lock connector on the ac power cord, and if the mpu would be returned for evaluation. To date no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to no serial number being provided for the mobile power unit. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.